Event description:
Adverse event(s): posterior capsule tear (capsular bag tear, posterior). Product problem(s): the nurse attempted to connect an anterior vitrectomy probe intended for another model system. (User used incorrect product for intended use). The nurse reported that when an unplanned anterior vitrectomy was attempted, they couldn't connect the anterior vitrectomy probe to the system. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to check the little drawer on the left side of the system. The correct anterior vitrectomy probe was located. The nurse had been attempting to connect an anterior vitrectomy probe intended for another model system. There was a ten minute delay. The surgeon was able to complete the anterior vitrectomy. The nurse stated that no alcon product caused the posterior capsule tear.

Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to check the little drawer on the left side of the system. The correct anterior vitrectomy probe was located. The nurse had been attempting to connect an anterior vitrectomy probe intended for another model system. There was a ten minute delay. The facility did not request service. No samples were returned for eval. A review of complaints for the last 24 months did not indicate any additional reports for this system. The root cause of the pt's event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4)